Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate that had been placed on the femur broke after a pseudoarthrosis. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Additional product code: ktt. Implant date: unknown. Explant date: unknown when or if device has been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was preformed: based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads and assumedly torsional loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (pseudo-arthrosis) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.